Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer report number: 1627487-2021-14262, 1627487-2021-14263. Additional information received indicates the patient¿s s1 lead was explanted along with two extensions to resolve the issue. The extensions were explanted due to scar tissue growing around the extensions.

Event description:
Related manufacturer reference number: 1627487-2021-01367. It was reported the patient had a competitor disconnected paddle lead still implanted along with an abbott drg system. The competitors lead tails were positioned under the drg paddle. The tail of the competitor paddle migrated and wore thru the patient tissue. While trying to remove the competitors paddle, they had to manipulate the drg leads. X-ray confirm one of the drg s1 lead pulled out during the procedure. Surgical intervention may take place at a later date to address the issue. It is unknown which lead migrated, as such both leads are being reported.